Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the embolization cannot be confirmed; however, procedural (fair coaxial alignment of the valve and delivery system) and patient factors [mild native annulus / leaflet and root calcification in a large native annulus (21x30mm)] could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that after successful transfemoral deployment of a 26mm sapien valve the retro flex 3 delivery system was pulledback into the ascending aorta without incident. While the tte assessment was being performed the 0.035" amplatz extra stiff guidewire was advanced into the ventricle, to centralize the wire within the sapien valve; however during the advancement of the guidewire the sapien valve embolized into the ventricle. The patient was converted to open aortic valve replacement and the sapien valve was crushed and removed through the native annulus. A 23mm edwards magna aortic valve was surgically implanted. Patient was transferred to the unit in stable condition. Additional information revealed the valve was positioned and initially deployed in a 50:50 position. There was noted mild native valve/leaflet and root calcification and the native annulus measured 21.3mm by 30mm via CT. The coaxial alignment of delivery system and valve was reported to be fair and the image intensifier angle was described as good.